Manufacturer narrative:
H6: investigation summary: one photo was provided to our quality team for investigation. Through visual inspection, the label was observed and verified to contain all proper information. Labeling for the product did not contain ce marking until (B)(6) 2020 when the ce marking was validated, lot 2004050 was manufactured prior to this implementation. Based on our investigation, no product defect was observed.

Event description:
It was reported that syringe ns 1ml ls was missing label information. The following information was provided by the initial reporter: description: I am contacting bd to inform them that yesterday we received a batch of bd ref. 300328, but the batch we received does not have ce marking. We need the product to have ce marking so that we can include them in our custom packs. I would like you to tell us what options there are to solve this incident, for example if you return this batch and receive another that does have ce marking.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe ns 1ml ls was missing label information. The following information was provided by the initial reporter: description: I am contacting bd to inform them that yesterday we received a batch of bd ref. 300328, but the batch we received does not have ce marking. We need the product to have ce marking so that we can include them in our custom packs. I would like you to tell us what options there are to solve this incident, for example if you return this batch and receive another that does have ce marking.